Event description:
The customer stated that while attempting to calibrate the axsym rubella igg assay, a calibration failure occurred and an error code of 1111 (master calibrator 1 too high) was generated. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.